Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had not seen any improvement in symptoms since implant. Patient said they feel like they have to pee all the time and are constantly trying to go to the restroom. Patient also reported on saturday they felt a deep tingling down their leg but it has since dissipated. Patient did not know exactly what happened but said it was very fast. Last night it was like the pee comes out and then all of a sudden they don't have any more inside them and they can't sleep. Patient thinks they may have water in their system. Patient reported they feel a lot worse now than they did before they got the device. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with managing physician's office tomorrow. The patient called and reiterated since implant, the therapy hadn't helped their symptoms and that they've been having issues with the therapy. The patient reported they called their managing health care provider (hcp) "a bunch of times" and they "switched channels." The caller stated the hcp had the patient turnit off over the weekend because the patient had been having "issues with the equipment," that they were still having urgency, they were unable to pee and they had some electrical shocks going down their leg and they stated they didn't know much but it was totally different from the trial and they thought that since they were implanted, it was "hitting the wrong spot." The patient stated they had done great during the trial but now they had lots of urgency, had to keep pushing to expel their bladder and they could not have a "nice bowel movement" whatsoever. The patient then further clarified their statement about being unable to pee: they stated they would have to push to pee to empty their bladder and it would feel like it was empty and not even a minute later they were having to go back to the bathroom again. The patient also stated conflicting information because they stated the difficulty peeing was something they hadn't really experienced before but then when they were describing their underlying urinary dysfunction, they stated that prior to implant, they had been having issues with not emptying completely and that they'd wake up 5-6 times a night and that they "didn't have a good stream." The patient then corrected themselves and said they did have a good stream especially when they drank a lot of water but then other times the stream was weaker and would go down to only drops of urine. The patient stated their hcp then told them to call patient services (ps), so ps could check the equipment and the settings. Ps reviewed the role of ps as well as therapy expectations and programming considerations. The patient stated they had only tried the one program they were currently on so far and that they wanted to turn the implant back on and try another program setting. Ps walked the patient through connecting to their settings. They switched from their current program (program 3) to program 2 and started increasing the stimulation; however, they were feeling the stimulation in their "right butt cheek" the patient confirmed it wasn't at the implant site, but it was higher up than the bike-seat region. Ps then assisted the patient in changing to program 1 and the patient increased the stimulation to where they felt it in their testicles. The patient then tried increasing more and they felt it in their perineum but the stimulation was too uncomfortable there, so they decreased the stimulation down to a little below where they felt it and decided they wanted to leave the therapy on that setting and monitor their symptoms. The patient was redirected to follow up with their hcp for their symptoms concerns. The patient stated they would monitor their symptoms and stated they may call back in the future for assistance in switching to a different program.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.